Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service. Surgeon was told by clinical development manager from abbott this is an off label use of the equipment. A review of the records related to this equipment shows no failure detected. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. Complaint data does not show any significant change over historical complaint limits. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon attempted to do an off label, therapeutic procedure on a patient's right eye with pre-existing medical conditions. In the past, the surgeon has created a flap with a hinge, amputated the flap and treated the patient with photo therapeutic keratectomy (ptk). He attempted this procedure again but was not able to lift the flap to continue the amputation. He placed a bandage contact lens on the patient and aborted the lift. He felt the pre-existing conditions contributed to the problem lifting the flap. Her best corrected visual acuity (bcva) in right eye in (B)(6) 2015 was 20/60 and her vision has decreased over the past 6 months to ucva 20/400 ((B)(6) 2015) with no improvement with pinhole. No recent manifest refraction was done. Patient was seen on (B)(6) 2015 with bcva of 20/400. Surgeon reported that he used the laser today for lasik flaps with the same bed and side cut energy and there was no issue. Flaps were lifted and excimer was applied as planned.